Manufacturer narrative:
Updated info received via operative notes. Revision operative notes confirm that pt underwent a revision left total knee arthroplasty. The tibial component was identified to be clearly loose and was explanted. Root cause remains unk at this time. Device history records were reviewed and found to be conforming. The info provided on this form was previously submitted under mfg report number 1822565-2014-00052.

Event description:
It is reported that the pt was revised due to tibial loosening.